Event description:
A customer reported the unit was not properly suctioning or infusing balanced saline solution (bss) during a procedure. The handpiece was switched out and the problem was resolved. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported problem. The sys was then tested and met product specs. The customer informed the company rep that they had the suction/infusion issue, they replaced the handpiece and the issue resolved. No sample was returned for eval and no add'l info has been provided related to this event. For this reason, steps could not be taken to duplicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this sys. The root cause of the reported event cannot be determined conclusively. It should be noted that per the customer, the issue was resolved when the handpiece was replaced. However, no further info was provided regarding the replaced handpiece. (B)(4).